Event description:
It was reported that the device exhibited an audible alarm, and watchdog error - which a software update did not rectify. The software update was unsuccessful in solving our alarms. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Device analysis: the reported problem with primary audible alarm were not duplicated during testing or in the history log; found alarm loudness is at level 1 and has software version 1.6.1; software version 1.6.5 already exists in device. Battery is missing; lcd display found old and flickering; top housing is broken on right corner; alarm loudness found at level 1; parts need to be replaced. Waiting for customer approval to proceed with repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.